Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a weeping skin irritation under the electrodes of the lifevest. There is no indication that the patient received medical intervention. Patient reported that the irritation is getting better.